Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to fluid loss from hole in cuff that also caused recurring incontinence the patient had his artificial urinary sphincter (aus) removed and replaced. The aus was explanted and a new device consisting of a 4.5 cm cuff, pump and balloon were implanted. Should additional information be received, a supplemental report will be submitted.